Manufacturer narrative:
During preventive maintenance at the customer site, the thermogard xp ivtm system (sn (B)(4)) failed functional testing due to a mid:14 (bg power supply) error message. Further investigation of the thermogard console was performed at zoll (B)(4). Based on the investigation findings, the root cause of the mid:14 (bg power supply) error message, was a damaged power supply sustained by a glycol spill due to the cracked and loose tubing under the cold well, as a result of normal wear and tear or could be due to the damage sustained by user mishandling. The thermogard console was manufactured in september 2014 and is more than 6 years old, past the expected service life of 5 years. Upon visual inspection, noticed glycol spill inside of cooling engine (ce) with the signs of drips to the power supply, causing the component failure. The spill was caused by the cracked and loose tubing attached under the coldwell mold assembly. The possible cause for the observed tube damage could be due to normal wear and tear of the console or could be due to the damage sustained by user mishandling. There were no records of the preventive maintenance performed for the last 4 years. Also, during the visual inspection, the console bumpers were observed broken likely due to the damage sustained by user mishandling. The cooling engine assembly and bumpers need to be replaced to address the observed issues. Initial functional testing could not be performed due to the mid:14 error message displayed during the console power-on self-test. To remedy the mid:14 error, the damaged power supply needs to be replaced. Unrelated to the observed issue, a review of the event logs showed a single occurrence of the mid:08 (post stuck key) error message. The error message was cleared and could not be replicated during functional testing. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During preventive maintenance at the customer site, the thermogard console (sn (B)(4)) displayed mid:14 (bg power supply) error message. No patient involvement.